Event description:
Grey rubber stopper on the collection device is faulty and will not move back down when the blood collection tubes are put on and off, causing blood to spill into the vacutainer holder.